Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4)) found that the connector was broken. (B)(4). (B)(6).

Event description:
The consumer reported that the recharger was not charging. The reporter stated that the connector pin broke on (B)(6) 2014. It was noted that the implantable neurostimulator was "completely out and off." The ac adaptor had a broken connector pin and a replacement was sent. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.